Manufacturer narrative:
During inspection and testing, the coating on the insertion section was found to be peeled off due to deterioration. The reported issue (leakage from electrical connector) was not confirmed. In addition, service found the bending angle in up direction was out of specification due to wear of the angulation wire, there was a leakage from the switch button #1 (sw1) due to deformed sw1, the light guide lens was broken, the video was noisy due to broken charge-coupled device, the connecting tube was dented, the adhesive on the bedding section cover was worn, and the electrical connector was corroded due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting a leakage from the electrical connector. The reported issue occurred while preparing the subject device for use during an unspecified diagnostic procedure. The intended procedure as completed using another device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical/chemical stress. This presumed root cause was determined via the following factors: physical stress: the insertion section contacted with and was rubbed against the mouthpiece. The device was used for procedure while the insertion section was not smoothly passed through the endotracheal tube. Chemical stress: water-insoluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was reprocessed by disinfectant which was not recommended by olympus. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube: compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.